Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the non-tortuous and very calcified proximal to mid of left anterior descending artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the stent could not cross due to resistance and became stripped off the stent delivery system. The device was removed from inside the guide catheter. The procedure was completed with a smaller stent, and the case was finished without any further complications.